Event description:
An adc customer reported that when she applies her blood to the test strip, the test does not start in her fs freedom lite meter. Customer further reported that on (B)(6) 2010 at 0737 when she attempted to test, she stated she "began to blackout". Customer denied a loss of consciousness or seizure occurred however, paramedics were called and she was transported to a health care facility. Customer could not recall a diagnosis given and stated she was treated with food and intravenous fluids (type of solution unknown). No additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's products have been requested back for investigation and a supplemental report will be sent once new information is obtained.

Manufacturer narrative:
Customer's meter (B)(4) was returned and investigated. The port issue was confirmed. The meter was disassembled and a raised pin (#5) was observed in the strip port. No additional issues were identified during extended product investigation. The pins located in the strip port align with the electrodes on the test strip, if one of the pins is bent or raised, the test will not be conducted. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This issue is currently tracked and trended. No specific cause of pin damage has been identified for this complaint. This is a final report.